Event description:
The event occurred in china. This complaint was reported by the customer on the national medical device adverse event monitoring information system. It was reported that the screen suddenly went black during patient treatment. The hand crank was used immediately and there were no negative consequences for the patient. The device worked normally after the power was reconnected therefore; no device replacement was needed. No harm to any person has been reported. Since the hand crank had to be used to continue patient treatment, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. This complaint was reported by the customer on the national medical device adverse event monitoring information system. It was reported that the screen suddenly went black during patient treatment. The hand crank was used immediately and there were no negative consequences for the patient. The device worked normally after the power was reconnected therefore, no device replacement was needed. No harm to any person has been reported. Since the hand crank had to be used to continue patient treatment, the event can result in a risk for harm of any person. Therefore, a report is required. The patient data was not shared by customer. According to the ssu (sales and service unit) dated on 2026-05-28 the issue was resolved after the ac power was reconnected. No investigation and repair will be performed by getinge, since the customer decided to handle this issue themselves. Based on these investigation results and and since no getinge service technician was on site, the reported failure could not be confirmed. However, the failure mode "shut down" can be linked to the following most possible root causes according to the rotaflow risk management file: (un)intentional stop of the pump, e.g.: - pump stop intervention after technical error - wrong intervention limits - unintended rpm change by user - unintended switch off by user - (accidental) disconnection of mains (plug). The review of the non-conformities has been performed on 2026-06-10 for the period of 2019-03-20 to 2026-05-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2019-03-20. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, it is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use: if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions: there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.